Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient was feeling electricity that started at her feet and went to her head or started at her head and went to her feet. The caller was difficult to understand but she said she called her health care professional (hcp) and was waiting for a call back. No further complications were reported or anticipated.